Event description:
The novasure process was initiated, and the radiofrequency was started to burn at this point at a power of 127. It burned for 30 seconds and then stopped, and the computer told as there was a vacuum failure. At this point in time, we called the representative on the phone, who walked us through the procedure of pressing the valve on the instrument and restarting the system. We restarted it. The cavity assessment was normal and once again the instrument started burning appropriately, it burned for another 30 seconds and then again stopped with a second vacuum failure. At this point in time, the representative was called again. The procedure was not continued given that there had been two vacuum failures. The patient was doing fine at this point and the burn time was at 60 seconds. The instrument was removed safely from the patient and the procedure, I called completed at that point. The cervix was visualized. There was a slight abrasion from the tenaculum at the anterior lip and so I did place several sutures with 4-0 vicryl. Novasure handpiece cavity assessment failed. Handpiece removed. Re-assessment. Burn for thirty seconds, suction failure error code, rep called, handpiece removed, and cavity reassessed. Burned for thirty seconds, suction failure error code. Procedure aborted. Handpiece sequestered and released to the manufacturer. Manufacturer response for novasure v5 handpiece, novasure v5 handpiece (per site reporter). User error.